Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors (mcs) tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip-cover accessory came off during operation. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormalities. There were no thermal damage or arcing, and no instrument or tools collisions. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed and the reported event with the accessory could not be replicated or confirmed. A visual inspection revealed no signs of physical damage. The tip cover was installed on an in-house golden monopolar curved scissors (mcs) instrument and placed and driven on an in-house system. It passed the recognition and engagement tests and demonstrated intuitive movement with full range of motion in all directions. The tips opened and closed properly, and the tip cover remained securely in place without detachment. The fit was complete, fully covering the orange tube extension with no proximal bulging. No product issues were identified.

Event description:
Refer to h11 for follow-up information.